Event description:
It was alleged that the pump was programmed in the dose rate calculation mode for 8mg/minute. The pump was found later to be runnig at 200mg/minute. There was no resultant patient complication.